Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump would not stop scrolling after pressing the up button. The customer's blood glucose was 119 mg/dl at the time of incident. The customer's spouse also reported that the insulin pump had blank display and failed battery test alarm. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No damage on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.